Manufacturer narrative:
Additional 510k codes: k011028/k013227.

Event description:
It was reported that implant loss of sterility because the seal was broke. During surgical procedure, dental assistant flipped top of out packing open but when removed vial from container the seal was broken on that, as if it was opened before. The procedure was completed with another implant.

Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection revealed that the product is not in the packaging. The seal of the vial is broken. Returned device was examined visually by the naked eye and through magnification. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.